Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited cross talk oversensing on a pacemaker mediated tachycardia (pmt) episode. Technical services (ts) was consulted and confirmed the atrial artifact paced on the right ventricular channel, which was appropriately blanked. The pmt episode appeared to be atrial driven due to a premature atrial contraction. No adverse patient effects were reported. This crt-p remains in service.